Event description:
It was reported by service report that the restraint strap buckle is missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint strap buckle.